Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was trying to do a transmission there was a shocking feeling when doing it. When the patient moved the antenna off the device the shocking feeling stopped. The patient was referred to the doctor, has not had the device check done and no further information was provided. The monitor remains in use. No patient complications have been reported as a result of this event.